Manufacturer narrative:
The reported failure of [the device software has detected a large pressure drop between the monitor and outlet pressure sensors] is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging maintenance was required on a trilogy evo o2 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy evo o2 ventilator was returned to the service center for evaluation. During the evaluation a ventilator service required alarm occurred due to an error code observed in the device event log indicting the device software has detected a large pressure drop between the monitor and outlet pressure sensors. In conclusion the machine flow sensor was replaced to address the issue. Additionally, the oxygen blender module assembly was also replaced due to contamination, unrelated to the reportable malfunction. The preventative maintenance valve & battery assessments were carried out and showed no replacements are required. The foam and particulate filters were replaced, and the software was updated to the latest release: 1.06.15.00. The device passed all testing.